Manufacturer narrative:
A turbohawk atherectomy device was returned with a broken wire included. No other ancillary devices were included. The returned wire had characteristics which match that of a spider fx capture wire. The total length of the wire was 304cm. At approximately 174cm from the distal tip, the snap location of between the gold colored portion of the wire and black portion were identified. A loop/bend to the capture wire was identified at approximately 43cm from the distal tip. The distal end of the identified capture wire was bent at an approximate 45-degree angle and the ptfe appeared worn/skived. A spider fx convertible capture wire is 320 cm total in length. The gold colored portion of the capture wire was 190cm. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a turbohawk with a spider fx device to treat soft tissue lesion with cto (chronic total occlusion-100%) in the mid left superficial femoral artery . Lesion length and artery diameter were 200mm and 7mm respectively. IFU was followed and the device was prepped without issue. It was reported that the nose cone broke off where the catheter meets nosecone. No patient injury reported.